Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient had an accident and fell to the floor 2 months prior. As a result of the accident she was hospitalized and had surgery on the right arm. Since the accident the patient's hearing with the device has been worse compared to before the accident.

Manufacturer narrative:
Conclusion: as no complete device has been received the exact location of the wires fractures could not be determined. According to the reported impact and received telemetry measurements it could be assumed that damage to the active electrode, as might be caused by an external mechanical impact was the root cause of device failure. This is a final report.

Event description:
Approximately in (B)(6) 2016 the patient had an accident and fell on the floor. As a result of the accident she was hospitalized and had surgery on the right arm. The patient's hearing with the device was worse after the accident. The patient was re-implanted. Note on the device explantation report stated that the cause of the device malfunction was due to the trauma.